Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's battery never charges. The pt was provided with a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't charge) has been confirmed. Upon evaluation, it was determined that there was no current flow to the battery during charging. The cause of the lack of current flow is an open connection between the battery and the charger. The cause for the open connection is a disconnected bottom plate on the connector of the battery case. The root cause for the disconnected bottom plate on the connector cannot be positively identified but is likely a result of excessive force. No adverse event result from the damaged connector. The pt received a replacement battery.